Manufacturer narrative:
Evaluation results: one cadd administration set was returned for investigation. The sample was primed using a cadd solis pump. The priming was successfully completed without any issues. Water flowed through the entirety of the set. A leak test was also performed. No leaks were found. No fault was found with the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
Information was received indicating that cadd administration sets - flow stop is not able to be primed. The pump indicates that 10 cc was primed. There's also suspicion that the tube is leaking. The infusion was for ropivacaine and fentanyl. There were no adverse events reported.